Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure were bent pins in the trunk cable connector. The root cause for the bent pins were excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).